Event description:
It was reported after the pt's permanent procedure, the pt was hospitalized due to experiencing numbness in his legs which caused him to feel unstable while walking. It was also reported the pt was experiencing bladder issues and subsequently received a catheter. As of (B)(4) 2013, the pt's issues were improving. Follow-up identified the pt is in a rehabilitation facility and is using both a walker and wheelchair. It was also reported the pt is improving and has strength in his extremities but is still experiencing some numbness. Additionally, it was reported the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.